Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that patient was revised due to pain. During the revision surgery, it was noted that the tibia was grossly loose.

Manufacturer narrative:
Visual inspection confirmed that the tapered hole is filled with bone cement. There are scratches and wear marks on the posterior surface of the device. Pmma is not present on the distal surface of the plate. Small amount of foreign material can also be seen on the tibial stem. Dimension were found conforming to print specifications where measured. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search revealed no additional complaints against the related part and lot combinations. Nexgen lps-flex mobile and lps mobile bearing knee systems package insert states that "loosening or fracture/damage of the prosthetic knee components or surrounding tissues" is an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided.